Event description:
Customer reported that the negative pressure wound therapy catalyst device was not providing suction and did not alarm to alert customer. Customer reported that there was no injury and no follow up care due to the device issue.

Manufacturer narrative:
This complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow up report will be filed once the results have been completed.

Manufacturer narrative:
Device released from qa to stock on 03/10/2021. No service reports were available at the time of this review. Job router was reviewed without issue. Device serial #(B)(6) passed all quality control tests. A sample was received for evaluation. Device unit was inspected and tested visually and functionally and it was confirmed the root cause was due to device had a defective pump which caused no suction and lack of alarm on the device. Device to be serviced and pump to be replaced with quality control team providing management of inspection.